Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The insulin did not exit and the pump alarmed. The blockage was located in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.